Manufacturer narrative:
Additional information was received that the physician made an assessment that the ipg was uncomfortable at its present location, but not tilted.

Event description:
A report was received that patient, who had a nondevice related fall, felt that the implant was tilted and was coming out of her skin. The patient was also unable to get stimulation in the correct area. The physician ordered an x-ray, and it was confirmed that one lead was fractured and all 8 contacts on that lead had high impedances.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time. The device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
The source of the complaint was verified to be one of the associated leads. Sc-1110-02/(B)(4): the ipg passed all the required tests and revealed no anomalies. Sc-2208-50/(B)(4): all the cables were fractured at the bent/kinked sections of the lead body, about 7.5 inches from the distal tip. The fracture location appeared to be where the lead was sutured. No cables were exposed. Sc-2208-50/(B)(4): as no anomalies or deviations were found during the complaint investigation site (cis) review, there was no reason to suspect a manufacturing defect as the source of the reported complaint.

Event description:
A report was received that patient, who had a non-device related fall, felt that the implant was tilted and was coming out of her skin. The patient was also unable to get stimulation in the correct area. The physician ordered an x-ray, and it was confirmed that one lead was fractured and all 8 contacts on that lead had high impedances.

Event description:
A report was received that patient, who had a nondevice related fall, felt that the implant was tilted and was coming out of her skin. The patient was also unable to get stimulation in the correct area. The physician ordered an x-ray, and it was confirmed that one lead was fractured and all 8 contacts on that lead had high impedances.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2208-50, serial #: (B)(4), description: st linear lead 50cm.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein a lead and the ipg was replaced. No device malfunction was suspected with the ipg. The patient was doing well postoperatively.

Event description:
A report was received that patient, who had a none-device related fall, felt that the implant was tilted and was coming out of her skin. The patient was also unable to get stimulation in the correct area. The physician ordered an x-ray, and it was confirmed that one lead was fractured and all 8 contacts on that lead had high impedances.

Event description:
A report was received that patient, who had a non-device related fall, felt that the implant was tilted and was coming out of her skin. The patient was also unable to get stimulation in the correct area. The physician ordered an x-ray, and it was confirmed that one lead was fractured and all 8 contacts on that lead had high impedances.